Manufacturer narrative:
Device discarded by user.

Event description:
This was a reported lead extraction case performed in the operating room to remove a functional, mdt 6949 fidelis ICD -rv lead (72mths old) due to a scv occlusion and bi-v upgrade. The patient was prepped per hrs recommended standards. The proctoring ep opened the pocket, prepped the mdt 6949 with a lld-ez and began lasing with a 14f glidelight. Upon reaching the innominate vein the laser sheath was then turned over to the ep fellow to complete the extraction. The rv lead was successfully removed and it was noted the patient's abp declined to 69/35. The ep checked the tee and confirmed the heart borders were no longer moving. The cvs was called and a pericardiocentesis was immediately performed yielding an approximate 600mls of fluid. The patient's vitals stabilized and suddenly awoke from the anesthesia. Reportedly the anesthesiologist independently stopped giving medication to the patient when the patient's abp declined. At this time the patient again began to decompensate and the cvs who just arrived in the room requested anesthesia to re-administer the previously stopped medication. An emergent conversion to an open chest procedure was initiated via sternotomy. A svc/ra junction tear was found and successfully repaired. Within approx 120 minutes the patient was stabilized and transferred to the ICU for recovery.